Manufacturer narrative:
Insulin pump passed prime/compromised force sensor system, displacement, basic occlusion, occlusion, and excessive no delivery alarm test. No motor error alarms noted. Motor tested ok. Cracked reservoir tube lip, cracked battery tube threads, cracked display window and cracked case near display window corners noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the device alarmed multiple motor error alarms. Customer's blood glucose was 449 mg/dl. Device alarmed a no delivery alarm. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.